Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had pump error and customer cannot get out of rewind process. Customer's blood glucose level was unknown. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the rewind test, prime test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Pump rewound properly during rewind sequence. No rewind anomaly noted during testing. No motor movement noted during testing. (B)(4).